Manufacturer narrative:
(B)(4). The complaint chamber has been returned to fisher & paykel healthcare (B)(4) and is currently being evaluated. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4). It was visually inspected and was then sent to felix research laboratories in (B)(4) for further analysis. Results:during visual inspection a hole approximately 2mm in diameter was found in the base of the chamber. A chamber with a 2mm hole in the base would not pass the pressure test at the end of the production line. Residue was observed on the base of the chamber and inside the chamber dome and on the primary float. From the observations made during their examination felix research laboratories state that it appears likely that the aluminium dish suffered from localised corrosion attack from the outside of the humidifier unit rather than from the inside. Likely contributing factors are: - the formation of effectively a crevice between the mating surfaces of heater and aluminium dish. - a potential inherent weakness of the anodising layer in that area. - an unavoidable yet contributory mode of operation that by evaporative loss of water and repetitive re-wetting - wet/dry cycling - eventually results in electrolyte concentration thus facilitating localised corrosion. - the lack of implementation of cleaning and maintenance routines with focus on the heater base unit to avoid the build-up of concentrated electrolytes and solids in that area. Conclusion: based on the above findings we have concluded that the chamber base suffered from a localised corrosion attack, most likely caused by inadequate cleaning of the mr850 humidifier heater plate. The mr850 user instructions includes the following statement: cleaning mr850 heaterbase using a damp cloth, clean the humidifier with either of the following: isopropyl alcohol or normal dishwashing detergent. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production.

Event description:
A hospital in (B)(6) reported that an mr290hfv humidification chamber had a hole in the base, causing leak. The hospital confirmed that there was no patient consequence.

Event description:
A hospital in (B)(6) reported that an mr290hfv humidification chamber had a hole in the base, causing leak. The hospital confirmed that there was no patient consequence.